Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. Technical services (ts) was consulted, discussed one non-sustained ventricular tachycardia (nsvt) episode that had noise that was oversensed. Technical services (ts) options for trouble shooting to determine if it is a spring contact anomaly or lead fracture. This rv lead remains in service. No adverse patient effects were reported.